Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination observed a trace of salt inside the balloon area. However, no conditions could be associated with the reported event. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had spontaneous removal. There has been report of catheter being removed spontaneously during placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had spontaneous removal. There has been report of catheter being removed spontaneously during placement.